Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis of the device confirmed that the plunger tip was broken off the plunger tube, with elongation and kinking present on the plunger tube. There was also deformation or gouge marks on both the catheter tabs, which most likely occurred during valve retrieval. It was reported that the user attempted to retrieve the first valve after it had already been deployed, and during retrieval the plunger tip most likely caught on the hemostatic valve and separated. As the valve was partially deployed, the capsule could not be fully closed and therefore was not supporting the tip and allowed a gap between the tip and the capsule, providing the opportunity for the tip to snag. The instructions for use (IFU) / training indicates that retrieval of the valve is not recommended, and attempted retrieval may have adverse effects to the patient and to the catheter. The IFU provides sufficient guidance warning the user against retrieving the valve.

Manufacturer narrative:
It was reported that the device will be returned for analysis. A supplemental report will be filed when the analysis/investigation is completed. A separate report has been filed for the valve positioning/deployment complaint. (B)(4).

Event description:
Medtronic received information that the nose cone of this delivery catheter system (dcs) became separated from the rest of the dcs during a repositioning attempt of a transcatheter bioprosthetic valve. A snare was required to retrieve the nose cone. A second valve was successfully implanted with no subsequent adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory the delivery catheter systems distal tip of the plunger was received not attached to the plunger tube. The distal tip of the plunger was received with the catheter inside a 30 ml syringe. The distal end was damaged. The handle appeared intact. The micro knob (thumb wheel) appeared to retract and advance the capsule. The macro (cursor) moved to fully advance and retracted positions and locks in place when released. Several kinks or telescoping was observed along the capsule between the proximal and distal ends. A kink was observed on the proximal end of the capsule. The head of the plunger appeared to have been detached from the plunger tube. The plunger tube showed one kink and elongation. Deformation or gouge marks on both catheter tabs appeared to be due to wear from the valve frame loop upon deployment. Investigation is in progress, once the investigation is complete a supplemental report will be submitted.